Manufacturer narrative:
It is unknown if the reporter is a health professional. Device has not been returned; therefore, 3m is unable to verify the leak, identify exact location and determine the root cause without the sample. 3m will continue to monitor.

Event description:
A hospital reported when purging the 3m¿ ranger¿ high flow warming set (model 24355) lot hx9090 pipeline, the coupling became loose, and blood leaked at the leur connection. No patient or staff injury was alleged. No medical interventions were reported.